Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report several no delivery alarms and fluctuating low and high blood glucose levels. The customer's blood glucose level ranged from 84 to 420 mg/dl. The customer treated with manual injections. The customer reported symptoms of cramps mostly at night. The customer performed the high pressure test and it passed. The customer stated he did not feel comfortable with the current insulin pump and requested a replacement device. The product was replaced and returned.